Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service was informed that during preparation for use, the monitor would not power on. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the cause could not be determined because there was no delivery of the product. Although it is speculative, it is believed that this occurred because of a failure of the internal substrate. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Please reference MFR. Report# 8010047- 2021-03481 as a duplicate report filed that includes additional information from the customer.